Manufacturer narrative:
Exemption number e2017017. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During a patient procedure, the c-arm froze and would not move. The user performed a full system shutdown and restart which resolved the problem, however, a delay in patient care occurred while waiting for the system to restart. There is no report of impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files could not determine a root cause and no non-conformity was identified. Relevant root cause investigation was performed considering the complaint description, cs reports, system log files and system history. The log file analysis showed that the robot lost communication to the real time controller (rtc) of the system. In this state stand movement is prohibited. After a system power cycle the communication was reestablished and the system recovered. The customer reported that after a system power cycle the issue did not reoccur. The issue only occurred once and is considered as a single event. The manufacturer is not considering further actions resulting from this event at this time as no systematic error has been recognized.